Manufacturer narrative:
The initial reporter's phone number is (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy 1 pump failed accuracy by -8.7%. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis and fluid ingression was noted on the chassis base. During analysis, the customer's reported concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.